Event description:
It was reported that the usb port was loose, causing difficulties charging the pump due to the usb cable frequently disconnecting. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.